Manufacturer narrative:
A2) patient date of birth and age - not available from facility. A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A6) patient race - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4) device serial number - not available from facility. G4) 510k/pms number is not applicable. De novo number: den210024. H3/h6) the cavaclear was not returned, thus no product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
An inferior vena cava filter (ivcf) removal procedure commenced. A philips 16f cavaclear laser sheath was used to remove an optional ivcf due to patient no longer needing it. During use, the cavaclear outer jacket separated near the handle. Alligator forceps were used to complete the procedure, with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.